Event description:
Patient stated that the battery charger shows they have 100% charge on both batteries, but when they put them in the monitor there is no response. Patient further stated that the monitor is completely blank when both batteries are inserted. The inability to power up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned both batteries passed all field return tests and inspections. Returned monitor failed inspection for failure to power up caused by electrically defective circuit board confirming the reported issue . Will continue to trend for future occurrences.